Event description:
Unomedical reference number: (B)(4). Event occurred in the (B)(6). On (B)(6) 2022, it was reported that on the patient's infusion set's tubing came apart at the blue cap while inserting the infusion set. The site location was the patient's stomach and the infusion set had been used for the first day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.